Event description:
It was reported that a physician used an assurant cobalt peripheral bare metal stent system to treat a lesion in the right iliac artery of a patient. The device was inspected and prepped prior to use with no issues noted. No resistance noted during delivery to the lesion. No abnormality during index procedure. During the six month follow-up angiogram, a clot was found and treated with medication to dissolve the clot. This is when a stent fracture was noticed. No patient injury or other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent strut fracture and stent thrombosis). No results available since no evaluation performed (device or procedural images not provided for review). No device returned. Evaluation conclusion: inherent risk of procedure (stent strut fracture and stent thrombosis). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).